Event description:
The complainant reported an under-delivery of feeding for a female pt of unknown age and unknown medical history. The pt was using a clearstar pump, list #54784 (abbott list #m771), it was reported that she was to receive her feeding at a rate of 120 ml/hr over 12 hours, but instead the feeding was delivered over 17 hours at approximately 85 ml/hr. There was no report of any serious injury or illness associated with the under-delivery.